Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to press the button correctly and then decided to replace the pump. The customer agreed to use a backup insulin delivery method.